Event description:
While a student physical therapist was administering an ultrasound treatment, the patient stated they felt an electrical shock. Patient was not harmed only startled. The unit was removed from service and sent to the clinical engineering dept.======================manufacturer response for ultrasound therapy unit, mettler (per site reporter).======================tech support stated that most likely there was a short in the cable that connects to the probe causing an increase in the output...not an electrical shock.